Event description:
It was reported that the patient wanted more girth with a cx inflatable penile prosthesis (ipp) instead of his cxr ipp. The patient underwent surgery to replace the device. There were no patient complications.